Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported  insulin delivery was suspended due difference of  sensor glucose value and blood glucose values, and experienced hyperglycemia with a blood glucose value of 400 mg/dl.  Troubleshooting was performed and found that the sensor glucose was 118 mg/dl, and the blood glucose value was 400 mg/dl, which was outside of the acceptable range and the auto mode feature was active at the time of the event. It was unknown that the insulin pump was used within 48 hours. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.